Manufacturer narrative:
(B)(4). B3/d6a: event date and implant date ¿ surgery conducted between jan 2022 and jan 2024 d4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign ¿ canada. G2: literature reference ¿ reference: goldstein, k., nickol, m., and van der merwe, j.m. (2025). Evaluating the learning curve and outcomes of a new rectangular femoral stem in total hip arthroplasty: a comparative study. Journal of orthopedics 64, 139-146. Https://doi.org/10.1016/j.jor.2025.04.007. H6: suggested component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. X-rays were provided in the journal article, however it is unknown if they are related to the patient reported in this complaint. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient experienced an intraoperative calcar fracture. The fracture was identified immediately and repaired with cerclage wiring without further intervention. Attempts have been made and no further information has been provided.